Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# 0209254282: explanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 26-jan-2019, UDI#: (B)(4) g2: the country of the event is gb h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an I mplantable neurostimulator (ins). It was reported that the patient came in for a review appointment and said her device had not been giving her adequate pain relief. The device was interrogated and electrodes 0,1,3,4,7 were out of range. They were reprogrammed. Reviewed (B)(6) 2023 and reported no pain relief. All electrodes were out of range. The leads were replaced (B)(6) 2024. The device was activated on (B)(6) 2024 and this resolved the issue. The device diagnosis was high impedance and the clinical diagnosis was lack of efficacy. Diagnostic methods were device interrogation/device data and the results were that impedances 0,1,3,4,7 were out of range as of (B)(6) 2023. Diagnostic methods were also noted to be patient reported lack of efficacy as of (B)(6) 2023 as well as (B)(6) 2023, then device interrogation/device data and the results were that all electrodes were out of range as of (B)(6) 2023. Etiology was listed as a causal relationship of the event to the device or therapy and the device was listed as the lead, but the event was reported as not related to the implant procedure. Interventions were that they reprogrammed the entire system as of (B)(6) 2023 and that they explanted/replaced the lead as of (B)(6) 2024. The event resulted in an unscheduled clinic or office visit. The outcome was listed as resolved without sequelae as of (B)(6) 2024. The age at consent was listed as 50.

Manufacturer narrative:
Continuation of d10: product ID: 977a275, lot# 0209254282, explanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was confirmed that the lead was replaced (B)(6) 2024. Device activated (B)(6) 2024 and this issue resolved without sequelae on (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# va24q1a009. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# 0209254282: explanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was updated that the event resolved without sequelae on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the lead replacement date was updated to (B)(6) 2024 and the outcome was updated to resolved without sequelae as of (B)(6) 2024. Additional information was received. It was reported that "leads" replaced (B)(6) 2024 was updated to "lead" replaced (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.